Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿

Event description:
It was reported that multiple cartridges leaked. Reportedly, the cartridges leaked from top where the patient line meets the cartridge or behind the cartridge near where the push rod connects. Reportedly, the customer filled the cartridge with 320 units. The customer's blood glucose level was in the 300's (mg/dl) to the 400's (mg/dl) and it was addressed with manual injections. The customer changed out all the supplies.